Event description:
It was reported that an ilet displayed horizontal lines and the touchscreen became nonresponsive after being removed from a pocket, consistent with a display/screen malfunction and loss of user interface functionality. Symptoms included no injury and no change in blood glucose control, as the user transitioned to backup therapy and continued cgm use. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included replacement of the device and collection of the original unit for assessment and further inspection of the returned device. Investigation of this device revealed a malfunction of the display assembly resulting in a nonresponsive screen, preventing normal operation; the device component implicated was the screen/display module. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction attributed to a display failure of unknown root cause.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.